Event description:
A resident was being transferred from bed to shower by 2 cnas using an ez way total mechanical lift. The resident shifted her weight and leaned forward causing her to fall out of the sling and onto her head from an elevated position.